Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report a pump error 63 alarm. The customer's blood glucose reading was 240 mg/dl. Customer tried to troubleshoot but the alarm recurred; also performed a self-test and it failed. The customer was advised to revert to a back-up plan, the device was replaced and will be returned.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, hardware low levels alarm confirmed in the pump history due to cracked solder joint on keypad assembly. The insulin pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage, end cap address label peeling and minor scratched lcd window.